Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error alarm during basic occlusion test due to faulty force sensor resistor. No a33 alarms noted. The drive support was inspected and no anomaly noted. The insulin pump passed displacement test. The insulin pump had minor scratches on the lcd window and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that insulin pump alarmed multiple compromised force sensor system alarms. Customer's blood glucose was unknown. Customer reported the insulin pump alarmed a low reservoir alarm prior to the customer took off the device and went fishing. Customer reported the insulin pump was squirting out insulin and alarmed a compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.